Manufacturer narrative:
Actual device used in case was evaluated. Visual examination performed. The actual complaint sample was returned and evaluated. Visual examination of the returned guide wire revealed that the guide wire tip was missing. The length of the guide wire returned was 187.5cm, approximately 2.5-3cm of the guide wire is missing, which is the tip. The separation area was examined and the wire tip appears to have broken 2mm distal of the proximal joint. The coil wires proximal of the solder joint are disrupted. A cine of the procedure was returned and it revealed that the distal tip of the guide wire is still inside the patient. A stent was implanted over the detached distal tip securing it to the vessel wall. A review of the device history record did not detect any deficiencies in the manufacturing process. The event is confirmed for tip breaking off and remaining inside the patient. The analysis is complete as of today (B)(4), 2012.

Event description:
It has been reported that an attempt was made to open an occluded circumflex. While slowly rotating and advancing the guide wire the distal end of the wire fractured. The physician removed the guide wire and the distal separated segment remained between the left main and the circumflex. An attempt to remove the separated distal end of the wire with a gooseneck snare however it was not successful. A 9mm stent was used to secure the wire segment to the vessel wall. There were no complications with the patient.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun. Results - (B)(4) - none. Conclusion - (B)(4) medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.